Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was that the patient was experiencing tenderness at the ipg site. The patient underwent an explant procedure.